Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer sent e-mail stating a small piece of metal came out of the brush head while brushing. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating a small piece of metal came out of the brush head while brushing. No injury was reported.